Manufacturer narrative:
(B)(4)

Event description:
It was reported that several episodes of noise on atrial and ventricular channel were observed due to suspected external source. The physician instructed the patient not to use specific electrical equipment and scheduled for a follow up.